Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A daughter reported on behalf of the customer, that he did not receive a replacement adc freestyle libre sensor. The replacement was due to the sensor detaching after 13 days of wear. On (B)(6) 2020, as a result of not being able to monitor blood glucose, the customer experienced shortness of breath, abdominal discomfort, a headache, elevated blood pressure, dizziness, and fell. The customer was taken to the emergency room and received unspecified medical treatment for a blood glucose "above 500 mg/dl." There was no report of death or permanent injury associated with this event.